Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare provider reported that the upper right anchor had broken off the device.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had no discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and the connectors were detached from the device. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare provider reported that the upper right anchor had broken off the device. The issue occurred and was presented to the healthcare professional on (B)(6) 2025. The patient did not discontinue use of the device, and no additional medical or surgical procedures were required. The healthcare provider did not observe any patient symptoms or injury related to the event. The patient's oral hygiene was described as fair.

Manufacturer narrative:
Additional limited information was received from the healthcare professional after three attempts. Information received was added to the following sections: b3, b5, b7, manufacturer internal reference number: (B)(4).